Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a product development evaluation and the device was not broken as reported. The only observation was minor surface marks on the tip around the first two threads. There was also some brown discoloration around the etching. The device functioned as intended. The tip was inserted fully into a matrix screw and held securely. A screwdriver shaft was inserted through the sleeve and into the screw recess and the assembly worked well. No issue could be found with the returned device. This complaint is invalid from a design standpoint.

Manufacturer narrative:
Additional manufacture date 9/17/2010. A review of synthes device history records for lot # 6621063 revealed the holding sleeve-long for matrix was manufactured by (B)(6) manufacturing center. Po # (B)(6), dated (B)(6) 2011, for (B)(4) parts, was inspected to the synthes incoming final inspection sheet number (B)(6) revision ¿l¿ on (B)(6) 2011. The certificate of compliance (c of c) is dated (B)(6) 2011. (B)(4) parts were released to the warehouse on (B)(6) 2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Event description:
It was reported that during a transforaminal lumbar interbody fusion procedure at l5-s1, after the nail was inserted with no problems, the surgeon was taking off the holding sleeve and a piece of the holding sleeve broke off. The broken piece was retrieved with no harm to the patient. This report is for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)